Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began a few hours prior to contacting lfs. Sometime after the reported issue began, the patient claimed she became "sweaty." The patient denied taking any action regarding her diabetes treatment or receiving medical intervention as a result of the issue. It would have been helpful to know the following information: the patient's testing frequency, her diabetes management regimen, what actions she took regarding her diabetes treatment when the alleged issue began, if she was able to test with a backup meter, the time her symptoms started, if symptoms were as a result of her blood glucose running low, and if she treated self to relieve the symptoms. In addition, it would have been helpful to know when the patient last replaced the battery. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter. In addition, the patient reported that she had replaced the batteries just a couple of month's prior. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims, she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.